Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus/serosa'), device breakage ('separate portions of coiled metallic structure/separate in the container are three portions of silver metallic coiled objects'), embedded device ('a silver metallic coiled object is identified protruding from the proximal end and is partially embedded within the fallopian tube lumen') and device dislocation ('migration\left occlusion only') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache, vaginal infection, urinary tract infection, nickel sensitivity, thyroid disorder, kidney pain and gallbladder stone. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced back pain ("back pain/lower back pain"), bacterial vaginosis ("recurring bacterial vaginosis") and abdominal pain lower ("pain lower abdominal"), 14 days after insertion of essure. In (B)(6) 2008, the patient experienced migraine ("migraines/headaches/ migraine with nausea at least twice or more a month and they would last longer than one days often three days"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), nausea ("nausea (vomit up migraine medicine)") and vulvovaginal mycotic infection ("yeast infection"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced the first episode of skin lesion ("allergy rash/skin condition: sore/lesion on abdominal area/pelvic region (nickel allergy gradually increased)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain/sore"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)/persistent menstrual flow"), vaginal infection ("vaginal infection"), pelvic discomfort ("burning sensation in pelvic region"), cervical dysplasia ("cervical intraepithelial neoplasia"), adnexa uteri cyst ("para-tubal cyst"), vaginal odour ("strong odors in the vaginal area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy/no rash with irritated and swells up"), burning sensation ("burning sensation in pelvic region"), vomiting ("vomits up"), skin swelling ("pelvic area-skin swelling around pelvic and lower abdomen under belly button"), the second episode of skin lesion ("rashes or skin conditions ¿ sore/lesion on abdominal area") and procedural pain ("transient procedure pain") and was found to have skin papilloma ("warts"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device breakage, embedded device, device dislocation, migraine, nausea, vaginal haemorrhage, abdominal pain lower, allergy to metals, burning sensation, skin papilloma, vomiting, skin swelling, the last episode of skin lesion and procedural pain outcome was unknown and the pelvic pain, back pain, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge, urinary tract infection, pelvic discomfort, cervical dysplasia, adnexa uteri cyst, vaginal odour, bacterial vaginosis and vulvovaginal mycotic infection had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, allergy to metals, back pain, bacterial vaginosis, burning sensation, cervical dysplasia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, procedural pain, skin papilloma, skin swelling, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vomiting, vulvovaginal mycotic infection, the first episode of skin lesion and the second episode of skin lesion to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Surgical pathology report: one fallopian tube with simple paratubal cyst and intratubal coiled metallic structure (please see gross description). Contralateral fallopian tube with focal calcifications. Peritubal adhesions. Separate portions of coiled metallic structure (please see gross description). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unable to verify occlusion. Lesion on right pelvic wall was obstructing the view. Pathology test - on (B)(6) 2019: diagnosis: bilateral fallopian tubes, bilateral salpingectomy: - one fallopian tube with simple paratubal cyst and intratubal coiled metallic structure (please see gross description); - contralateral fallopian tube with focal calcifications; - peritubal adhesions; - separate portions of coiled metallic structure (please see gross description). Gross description: a silver metallic coiled object is identified protruding from the proximal end and is partially embedded within the fallopian tube lumen and measures 6.5 cm in length by 0.1 cm in diameter. Upon sectioning of tube #2, a lumen is identified, however no metallic coil is identified within the fallopian tube. Also identified separate in the container are three portions of silver metallic coiled objects, ranging from 1.5 cm in length by 0.2 cm in diameter to 13.5 cm in length by 0.1 cm in diameter. Urinary system x-ray - on (B)(6) 2019: bilateral essure devices are present. X-ray of pelvis and hip - on (B)(6) 2019: tubal occlusion devices are seen in the pelvis. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine headaches, fatigue and bacterial vaginosis". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: plaintiff fact sheet received and event transient procedure pain were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus/serosa/ left essure coil at the areas where the tube insertion uterus was slightly protruding through the serosa'), device breakage ('separate portions of coiled metallic structure/separate in the container are three portions of silver metallic coiled objects'), embedded device ('a silver metallic coiled object is identified protruding from the proximal end and is partially embedded within the fallopian tube lumen') and device dislocation ('migration\left occlusion only') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache, vaginal infection, urinary tract infection, nickel sensitivity, thyroid disorder, kidney pain and gallbladder stone. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced back pain ("back pain/lower back pain"), bacterial vaginosis ("recurring bacterial vaginosis/ infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and abdominal pain lower ("pain lower abdominal"), 14 days after insertion of essure. In (B)(6) 2008, the patient experienced migraine ("migraines/headaches/ migraine with nausea atleast twice or more a month and they would last longer than one days often three days") and vision blurred ("experienced blurred vision with migraines"). In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)/persistent menstrual flow") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection/ uti"), nausea ("nausea (vomit up migraine medicine)") and vulvovaginal mycotic infection ("yeast infection"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced pelvic pain ("chronic pelvic pain"). On (B)(6) 2012, the patient experienced the first episode of skin lesion ("allergy rash/skin condition: sore/lesion on abdominal area/pelvic region (nickel allergy gradually increased)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/sore"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection"), pelvic discomfort ("burning sensation in pelvic region"), cervical dysplasia ("cervical intraepithelial neoplasia"), adnexa uteri cyst ("para-tubal cyst"), vaginal odour ("strong odors in the vaginal area"), allergy to metals ("nickel allergy/no rash with irritated and swells up"), burning sensation ("burning sensation in pelvic region near ovaries"), vomiting ("vomits up"), skin swelling ("pelvic area-skin swelling around pelvic and lower abdomen under belly button"), the second episode of skin lesion ("rashes or skin conditions ¿ sore/lesion on abdominal area"), procedural pain ("transient procedure pain") and headache ("experienced normal headaches prior to essure. After esure implant, they became more severe and constant") and was found to have skin papilloma ("warts"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device breakage, embedded device, device dislocation, abdominal pain lower, skin papilloma, vomiting, skin swelling, procedural pain, vision blurred and headache outcome was unknown, the pelvic pain, back pain, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge, urinary tract infection, pelvic discomfort, cervical dysplasia, adnexa uteri cyst, vaginal odour, bacterial vaginosis, vulvovaginal mycotic infection, allergy to metals, burning sensation and the last episode of skin lesion had resolved and the migraine, nausea and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, allergy to metals, back pain, bacterial vaginosis, burning sensation, cervical dysplasia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, procedural pain, skin papilloma, skin swelling, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vision blurred, vomiting, vulvovaginal mycotic infection, the first episode of skin lesion and the second episode of skin lesion to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Surgical pathology report: one fallopian tube with simple paratubal cyst and intratubal coiled metallic structure (please see gross description). Contralateral fallopian tube with focal calcifications. Peritubal adhesions. Separate portions of coiled metallic structure (please see gross description) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unable to verify occlusion. Lesion on right pelvic wall was obstructing the view. Pathology test - on (B)(6) 2019: diagnosis bilateral fallopian tubes, bilateral salpingectomy: - one fallopian tube with simple paratubal cyst and intratubal coiled metallic structure (please see gross description) - contralateral fallopian tube with focal calcifications - peritubal adhesions - separate portions of coiled metallic structure (please see gross description) gross description a silver metallic coiled object is identified protruding from the proximal end and is partially embedded within the fallopian tube lumen and measures 6.5 cm in length by 0.1 cm in diameter. Upon sectioning of tube #2, a lumen is identified, however no metallic coil is identified within the fallopian tube. Also identified separate in the container are three portions of silver metallic coiled objects, ranging from 1.5 cm in length by 0.2 cm in diameter to 13.5 cm in length by 0.1 cm in diameter.. Urinary system x-ray - on (B)(6) 2019: bilateral essure devices are present.. X-ray of pelvis and hip - on (B)(6) 2019: tubal occlusion devices are seen in the pelvis.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine headaches, fatigue and bacterial vaginosis". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-feb-2020: plaintiff fact sheet received : events added- vision blurred, headache. Outcome of events ¿burning sensation, allergy to metals¿ updated to ¿recovered / resolved¿. Outcome of events ¿vaginal haemorrhage, migraine, nausea¿ updated to ¿recovering / resolving¿. Event onset dates updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus') and device dislocation ('migration\left occlusion only') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("allergy rash/skin condition"), skin disorder ("allergy rash/skin condition"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), pelvic discomfort ("burning sensation in pelvic region"), cervical dysplasia ("cervical intraepithelial neoplasia"), adnexa uteri cyst ("para-tubal cyst") and vaginal odour ("strong odors in the vaginal area"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device dislocation, rash, skin disorder, migraine, headache and nausea outcome was unknown and the pelvic pain, back pain, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge, urinary tract infection, pelvic discomfort, cervical dysplasia, adnexa uteri cyst and vaginal odour had resolved. The reporter considered abdominal pain, adnexa uteri cyst, back pain, cervical dysplasia, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, rash, skin disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection and vaginal odour to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test-(unspecified) result- left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury to herself ¿ was updated to more specified events¿ dyspareunia (painful sexual intercourse) dysmenorrhea (cramping),pelvic/abdominal, back, chronic, menorrhagia (heavy menstrual bleeding), rash/skin condition, migration, perforation: uterus, vaginal infection, vaginal discharge, urinary track infection, migraine, headaches, nausea, burning sensation in pelvic region, diagnosed cervical intraepithelial neoplasia, para-tubal cyst, strong odors in the vaginal area. Reporter, demographics; lab data, essure indication (amended), essure insertion date (updated)/removal date were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus/serosa/ left essure coil at the areas where the tube insertion uterus was slightly protruding through the serosa'), device breakage ('separate portions of coiled metallic structure/separate in the container are three portions of silver metallic coiled objects'), embedded device ('a silver metallic coiled object is identified protruding from the proximal end and is partially embedded within the fallopian tube lumen') and device dislocation ('migration\left occlusion only') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache, vaginal infection, urinary tract infection, nickel sensitivity, thyroid disorder, kidney pain, gallbladder stone, nausea, lower abdominal pain, vaginal discharge and low back pain. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced back pain ("back pain/lower back pain"), abdominal pain ("abdominal pain/sore"), bacterial vaginosis ("recurring bacterial vaginosis/ infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and abdominal pain lower ("pain lower abdominal"), 14 days after insertion of essure. In march 2008, the patient experienced burning sensation ("burning sensation in pelvic region near ovaries") and the first episode of skin lesion ("rashes or skin conditions ¿ sore/lesion on abdominal area"). In april 2008, the patient experienced migraine ("migraines/headaches/ migraine with nausea atleast twice or more a month and they would last longer than one days often three days") and vision blurred ("experienced blurred vision with migraines"). In may 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)/persistent menstrual flow sometime would have two periods a month") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In june 2008, the patient experienced vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection/ uti"), nausea ("nausea (vomit up migraine medicine)"), vulvovaginal mycotic infection ("yeast infection") and fungal infection ("yeast infection"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In august 2008, the patient experienced pelvic pain ("chronic pelvic pain"). On (B)(6) 2012, the patient experienced the second episode of skin lesion ("allergy rash/skin condition: sore/lesion on abdominal area/pelvic region (nickel allergy gradually increased)") and allergy to metals ("nickel allergy/no rash with irritated and swells up"). On (B)(6) 2019, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and adnexa uteri cyst ("para-tubal cyst"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection"), pelvic discomfort ("burning sensation in pelvic region"), cervical dysplasia ("cervical intraepithelial neoplasia"), vaginal odour ("strong odors in the vaginal area"), vomiting ("vomits up"), skin swelling ("pelvic area-skin swelling around pelvic and lower abdomen under belly button"), procedural pain ("transient procedure pain") and headache ("experienced normal headaches prior to essure. After esure implant, they became more severe and constant") and was found to have skin papilloma ("warts"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device breakage, embedded device, device dislocation, the last episode of skin lesion, abdominal pain lower, skin papilloma, vomiting, skin swelling, procedural pain, vision blurred, headache and fungal infection outcome was unknown, the pelvic pain, back pain, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge, urinary tract infection, pelvic discomfort, cervical dysplasia, adnexa uteri cyst, vaginal odour, bacterial vaginosis, vulvovaginal mycotic infection, allergy to metals and burning sensation had resolved and the migraine, nausea and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, allergy to metals, back pain, bacterial vaginosis, burning sensation, cervical dysplasia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fungal infection, headache, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, procedural pain, skin papilloma, skin swelling, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vision blurred, vomiting, vulvovaginal mycotic infection, the first episode of skin lesion and the second episode of skin lesion to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Surgical pathology report: one fallopian tube with simple paratubal cyst and intratubal coiled metallic structure (please see gross description). Contralateral fallopian tube with focal calcifications. Peritubal adhesions. Separate portions of coiled metallic structure (please see gross description) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unable to verify occlusion. Lesion on right pelvic wall was obstructing the view.. Pathology test - on (B)(6) 2019: diagnosis bilateral fallopian tubes, bilateral salpingectomy: - one fallopian tube with simple paratubal cyst and intratubal coiled metallic structure (please see gross description) - contralateral fallopian tube with focal calcifications - peritubal adhesions - separate portions of coiled metallic structure (please see gross description) gross description a silver metallic coiled object is identified protruding from the proximal end and is partially embedded within the fallopian tube lumen and measures 6.5 cm in length by 0.1 cm in diameter. Upon sectioning of tube #2, a lumen is identified, however no metallic coil is identified within the fallopian tube. Also identified separate in the container are three portions of silver metallic coiled objects, ranging from 1.5 cm in length by 0.2 cm in diameter to 13.5 cm in length by 0.1 cm in diameter.. Urinary system x-ray - on (B)(6) 2019: bilateral essure devices are present.. X-ray of pelvis and hip - on (B)(6) 2019: tubal occlusion devices are seen in the pelvis.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine headaches, fatigue and bacterial vaginosis". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: reporter added. Added events-yeast infection. Updated onset date of events. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus/serosa'), device breakage ('separate portions of coiled metallic structure/separate in the container are three portions of silver metallic coiled objects'), embedded device ('a silver metallic coiled object is identified protruding from the proximal end and is partiallyembedded within the fallopian tube lumen') and device dislocation ('migration\left occlusion only') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache, vaginal infection, urinary tract infection, nickel sensitivity, thyroid disorder, kidney pain and gallbladder stone. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced back pain ("back pain/lower back pain"), bacterial vaginosis ("recurring bacterial vaginosis") and abdominal pain lower ("pain lower abdominal"), 14 days after insertion of essure. In (B)(6) 2008, the patient experienced migraine ("migraines/headaches/ migraine with nausea atleast twice or more a month and they would last longer than one days often three days"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), nausea ("nausea (vomit up migraine medicine)") and vulvovaginal mycotic infection ("yeast infection"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced skin lesion ("allergy rash/skin condition: sore/lesion on abdominal area/pelvic region (nickel allergy gradually increased)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain/sore"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)/persistent mestrual flow"), vaginal infection ("vaginal infection"), pelvic discomfort ("burning sensation in pelvic region"), cervical dysplasia ("cervical intraepithelial neoplasia"), adnexa uteri cyst ("para-tubal cyst"), vaginal odour ("strong odors in the vaginal area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy/no rash with irritated and swells up"), burning sensation ("burning sensation in pelvic region"), vomiting ("vomits up"), skin swelling ("pelvic area-skin swelling around pelvic and lower abdomen under belly button") and skin ulcer ("rashes or skin conditions ¿ sore/lesion on abdominal area") and was found to have skin papilloma ("warts"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device breakage, embedded device, device dislocation, skin lesion, migraine, nausea, vaginal haemorrhage, abdominal pain lower, allergy to metals, burning sensation, skin papilloma, vomiting, skin swelling and skin ulcer outcome was unknown and the pelvic pain, back pain, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge, urinary tract infection, pelvic discomfort, cervical dysplasia, adnexa uteri cyst, vaginal odour, bacterial vaginosis and vulvovaginal mycotic infection had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, allergy to metals, back pain, bacterial vaginosis, burning sensation, cervical dysplasia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, skin lesion, skin papilloma, skin swelling, skin ulcer, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vomiting and vulvovaginal mycotic infection to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Surgical pathology report: one fallopian tube with simple paratubal cyst and intratubal coiled metallic structure (please see gross description). Contralateral fallopian tube with focal calcifications. Peritubal adhesions. Separate portions of coiled metallic structure (please see gross description) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unable to verify occlusion. Lesion on right pelvic wall was obstructing the view.. Pathology test - on (B)(6) 2019: diagnosis bilateral fallopian tubes, bilateral salpingectomy: - one fallopian tube with simple paratubal cyst and intratubal coiled metallic structure (please see gross description) - contralateral fallopian tube with focal calcifications - peritubal adhesions - separate portions of coiled metallic structure (please see gross description) gross description a silver metallic coiled object is identified protruding from the proximal end and is partially embedded within the fallopian tube lumen and measures 6.5 cm in length by 0.1 cm in diameter. Upon sectioning of tube #2, a lumen is identified, however no metallic coil is identified within the fallopian tube. Also identified separate in the container are three portions of silver metallic coiled objects, ranging from 1.5 cm in length by 0.2 cm in diameter to 13.5 cm in length by 0.1 cm in diameter.. Urinary system x-ray - on (B)(6) 2019: bilateral essure devices are present.. X-ray of pelvis and hip - on (B)(6) 2019: tubal occlusion devices are seen in the pelvis.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine headaches, fatigue and bacterial vaginosis". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record received. Events¿ abnormal bleeding (vaginal), recurring bacterial vaginosis, pain lower abdominal, yeast infection, nickel allergy/no rash with irritated and swells up; sore/lesion on abdominal area/pelvic region (nickel allergy gradually increased) (previously reported as allergy rash/skin condition) and burning sensation in pelvic region,a silver metallic coiled object is identified protruding from the proximal end and is partially embedded within the fallopian tube lumen,separate in the container are three portions of silver metallic coiled objects were added. This case is medially confirmed. Reporter, demographic, medical history, lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus/serosa'), device breakage ('separate portions of coiled metallic structure/separate in the container are three portions of silver metallic coiled objects'), embedded device ('a silver metallic coiled object is identified protruding from the proximal end and is partiallyembedded within the fallopian tube lumen') and device dislocation ('migration\left occlusion only') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache, vaginal infection, urinary tract infection, nickel sensitivity, thyroid disorder, kidney pain and gallbladder stone. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced back pain ("back pain/lower back pain"), bacterial vaginosis ("recurring bacterial vaginosis") and abdominal pain lower ("pain lower abdominal"), 14 days after insertion of essure. In (B)(6) 2008, the patient experienced migraine ("migraines/headaches/ migraine with nausea atleast twice or more a month and they would last longer than one days often three days"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), nausea ("nausea (vomit up migraine medicine)") and vulvovaginal mycotic infection ("yeast infection"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced the first episode of skin lesion ("allergy rash/skin condition: sore/lesion on abdominal area/pelvic region (nickel allergy gradually increased)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain/sore"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)/persistent mestrual flow"), vaginal infection ("vaginal infection"), pelvic discomfort ("burning sensation in pelvic region"), cervical dysplasia ("cervical intraepithelial neoplasia"), adnexa uteri cyst ("para-tubal cyst"), vaginal odour ("strong odors in the vaginal area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy/no rash with irritated and swells up"), burning sensation ("burning sensation in pelvic region"), vomiting ("vomits up"), skin swelling ("pelvic area-skin swelling around pelvic and lower abdomen under belly button") and the second episode of skin lesion ("rashes or skin conditions ¿ sore/lesion on abdominal area") and was found to have skin papilloma ("warts"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device breakage, embedded device, device dislocation, migraine, nausea, vaginal haemorrhage, abdominal pain lower, allergy to metals, burning sensation, skin papilloma, vomiting, skin swelling and the last episode of skin lesion outcome was unknown and the pelvic pain, back pain, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge, urinary tract infection, pelvic discomfort, cervical dysplasia, adnexa uteri cyst, vaginal odour, bacterial vaginosis and vulvovaginal mycotic infection had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, allergy to metals, back pain, bacterial vaginosis, burning sensation, cervical dysplasia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, skin papilloma, skin swelling, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vomiting, vulvovaginal mycotic infection, the first episode of skin lesion and the second episode of skin lesion to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Surgical pathology report: one fallopian tube with simple paratubal cyst and intratubal coiled metallic structure (please see gross description). Contralateral fallopian tube with focal calcifications. Peritubal adhesions. Separate portions of coiled metallic structure (please see gross description) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unable to verify occlusion. Lesion on right pelvic wall was obstructing the view. Pathology test - on (B)(6) 2019: diagnosis bilateral fallopian tubes, bilateral salpingectomy: one fallopian tube with simple paratubal cyst and intratubal coiled metallic structure. (Please see gross description) contralateral fallopian tube with focal calcifications. Peritubal adhesions. Separate portions of coiled metallic structure (please see gross description) gross description. A silver metallic coiled object is identified protruding from the proximal end and is partially embedded within the fallopian tube lumen and measures 6.5 cm in length by 0.1 cm in diameter. Upon sectioning of tube #2, a lumen is identified, however no metallic coil is identified within the fallopian tube. Also identified separate in the container are three portions of silver metallic coiled objects, ranging from 1.5 cm in length by 0.2 cm in diameter to 13.5 cm in length by 0.1 cm in diameter.. Urinary system x-ray - on 07-jan-2019: bilateral essure devices are present.. X-ray of pelvis and hip - on 07-jan-2019: tubal occlusion devices are seen in the pelvis.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine headaches, fatigue and bacterial vaginosis". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-nov-2019: quality-safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.